Event description:
It was reported that there was a leakage. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The visual inspection was performed and there were no damages observed. The leakage was observed during the functional testing, and the reported issue was confirmed. The probable cause of the issue was unknown.